Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2013; 419488, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle during a right heart catheterization. The ra lead was removed and not replaced. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.